Manufacturer narrative:
The device was returned fully deployed with no damage to the soft cannula. During the investigation, the ratchet gear was turned, and insulin was observed exiting the tip of the cannula. No abnormalities or deficiencies were found that could cause high blood glucose levels. It was also discovered that the device had generated an alarm. The exact cause of the alarm could not be determined.

Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose levels (bg) reached 27.8 mmol/l (500 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient attempted to lower her bg levels by delivering correction boluses, but was unsuccessful. That is when she decided to change the pod. When the pod was removed, it was noted that the cannula appeared bent. After applying the new pod, the patient's bg levels started to come down.